Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the insertion tube, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The insertion tube was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): tjf type q180v operation manual 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system preparation and inspection shows how to detect the event. Tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the connecting tube had foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the findings reported in b5, the evaluation also observed the following: the air/water mouthpiece was deformed, the bending section cover rubber adhesive was cracked, the charged coupled device lens adhesive was worn, the light guide lens was discolored, the elevator arm was corroded, switch 1 had wear, the grip had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, the switch box had a scratch, the right/left knob had discoloration, the up/down knob had discoloration, the scope connector cover unit had a scratch, the objective lens had a scratch, the adhesive around objective lens had wear, and the universal cord had the coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.